Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was attempted and was not implanted, because the helix would not extend when the lead was in the body even with more than 35 turns. When removed from the body, the lead was again unable to extend with more than 35 turns. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.